Event description:
It was reported the procedure was being performed in the emergency department. The physician was attempting to insert the central line. During removal of the spring wire guide from the catheter it unraveled. As a result, both the catheter and the wire were removed. A second kit was opened and used.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided a guide wire that was kinked and bent from the distal end through 35 cm and unraveled toward the proximal end. The core wire was separated adjacent to the proximal weld. Microscopic examination revealed discoloration, necking and plastic deformation in the area of the break. No pieces of the wire appeared to be missing. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize guide wire damage during use and cautions not to withdraw against the needle bevel and not to use excessive force. Based on these circumstances, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4). This report is for the first in a series of consecutive product issues with the same patient. The second event has been reported under MDR# 1036844-2015-00257.